Manufacturer narrative:
(B)(4). Batch # m55v1l. The analysis found that one plee60a device was returned in good visual condition and with one gst60t cartridge loaded in the device. The cartridge reload was received partially fired ½, and with damage on cartridge deck. The damage to the cartridge is consistent with the device being clamped over a hard object. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The bailout system was reset and the instrument was tested for functionality in the straight position with a test cartridge reload and it fired, and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Event could not be confirmed as the device opened and closed without any difficulties noted. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a bariatric gastric sleeve revision procedure, on the fourth or fifth firing across very thick tissue, the device was loaded with a green or black reload with seamguard, the device locked out. The knife reverse was tried but did not work and there seemed to not be any power to the device. Another like device was pulled and the battery placed in the first device and the knife reverse was tried again to no avail. Manual override was used to return the knife and release the device. Another device was used to complete the procedure without further issue. There were no adverse consequences for the patient.